Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site allergic reaction and irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, a pod was replaced after approximately 5-24 hours of wear on the leg due to loss of blood glucose values from the continuous glucose monitor (dexcom g7) in use at the time. Subsequently, a rash with redness, swelling, bleeding, bruising, and skin that was hard to the touch was observed at the infusion site. It was reported that blood glucose levels had been elevated and were followed by a decrease, with the lowest reported value of 2.9 mmol/l (52.2 mg/dl) occurring around the time the pod was changed. The patient did not seek external medical assistance. However, treatment was provided by the patient¿s mother, who is a medical professional, in the form of elocom (mometasone furoate) ointment applied to the skin. Elocom is a prescription topical corticosteroid used to reduce inflammation, itching, and redness. The mother stated that the patient has strong allergic reactions to the pod adhesive and the ointment was used as part of care associated with rotating pod sites on the leg. After pod removal and treatment of the affected site, a new pod was successfully applied to a different location. No specific medical diagnosis was provided for this event. Dexcom has been notified of the event on april 02, 2026.